Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Two days prior to receipt of this report the patient was treated with intraperitoneal (ip) vancomycin (2 grams(gm), every fourth day ), (ip) ceftazidime (1 gm daily) and oral fluconazol 50 (mg daily, duration not reported). The same day as receipt of this report the patient was hospitalized and started treatment with intravenous (IV) meropenem (1gm daily, ongoing). That day the patient was treated with (ip) vancomycin (2 gm), (ip) meropenem (1 gm) and (ip) ceftazidime (1 gm). The cause of the peritonitis was unknown. Treatment with vancomycin and meropenem was ongoing. On an unreported date, the pd therapy was changed to four exchanges daily. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4): upon follow up it was reported that the patient's catheter had been removed and hemodialysis was initiated. Treatment with vancomycin was also discontinued while IV treatment with meropenem was ongoing. It was unknown if the patient had recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A trend review will be conducted.  If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.